Event description:
Pt reported there is a black line on the display of the infusion device. Pt stated he can read the data only badly. Pt reported there is a possibility of misinterpreting insulin amounts with the defective display. Pt reported no error messages were shown. No further information is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The display is broken due to a mechanical impact. The problem mentioned by the customer is related to mishandling of the product by the customer.